Event description:
"Rospective" pregnancy case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ("pid"), pregnancy with contraceptive device ("post-implant pregnancy"), abortion spontaneous ("miscarriage/ pregnancy (stillbirth or miscarriage)") and pelvic pain ("persistent pelvic pain/pain pelvic") in a (B)(6) female patient who had essure (ess205) (batch no. 12258584) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included unintended pregnancy, multi gravida, parity 4 and cholecystectomy. Previously administered products included for an unreported indication: penicillin, codeine and tramadol. Past adverse reactions to the above products included hypersensitivity with codeine, penicillin and tramadol. Concurrent conditions included morbid obesity, blood pressure high, abdominal pain, rigors, fever, vomiting, upper respiratory tract congestion, acute bronchitis, nausea, diarrhea, low back pain, dysuria, flank pain, chronic cholecystitis, cholelithiasis, cholesterolosis nos, constipation, pain ankle, schizophrenia, bipolar disorder and suprapubic pain. Concomitant products included bactrim (bactrim ds), magnesium citrate, medroxyprogesterone acetate (depo-provera), ondansetron, oxycodone and paracetamol (tylenol). In (B)(6) 2005, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and fatigue ("fatigue"). On (B)(6) 2005, the patient had essure (ess205) inserted. On (B)(6) 2005, 1 month 23 days after insertion of essure (ess205), the patient experienced pelvic pain (seriousness criterion medically significant) and urinary tract infection ("uti"). On (B)(6) 2005, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required) and kidney infection ("infections"). In (B)(6) 2005, the patient experienced anxiety ("mental anguish") and depression ("depression"). On (B)(6) 2013, the patient experienced abortion spontaneous (seriousness criterion medically significant). On an unknown date, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant) and menstrual disorder ("menstrual issues"). Last menstrual period and estimated date of delivery were not provided. The patient had essure (ess205) during the first trimester of pregnancy. Essure (ess205) treatment was not changed. At the time of the report, the pelvic inflammatory disease, pregnancy with contraceptive device, abortion spontaneous, menstrual disorder, kidney infection, vaginal haemorrhage, menorrhagia, anxiety, depression, fatigue and urinary tract infection outcome was unknown and the pelvic pain had not resolved. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abortion spontaneous, anxiety, depression, fatigue, kidney infection, menorrhagia, menstrual disorder, pelvic inflammatory disease, pelvic pain, pregnancy with contraceptive device, urinary tract infection and vaginal haemorrhage to be related to essure (ess205). The reporter commented: current weight (B)(6). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 38.2 kg/sqm. Culture urine - on (B)(6) 2013: e. Coli. Hysterosalpingogram - on (B)(6) 2005: total bilateral occlusion. Ultrasound pelvis - on (B)(6) 2005: normal. On (B)(6) 2013 x-ray of the left ankle was negative for fracture. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical record: pelvic inflammatory disease, kidney infection. Most recent follow-up information incorporated above includes: on 6-sep-2018: pfs and medical record received. Reporter's information and lot number were updated. Events added: abnormal bleeding (vaginal, menorrhagia), pid, mental anguish and depression, fatigue, uti. Preferred term of event infections was updated from infection to kidney infection. Concomitant diseases, historical conditions, concomitant drugs, lab data were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ('pid') in a 24-year-old female patient who had essure (ess205) (batch no. 12258584) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included unintended pregnancy, multi gravida, parity 4, cholecystectomy and recurrent abortion. Previously administered products included for an unreported indication: penicillin, codeine and tramadol. Past adverse reactions to the above products included hypersensitivity with codeine, penicillin and tramadol. Concurrent conditions included obesity, blood pressure high, abdominal pain, rigors, fever, vomiting, upper respiratory tract congestion, acute bronchitis, nausea, diarrhea, low back pain, dysuria, flank pain, chronic cholecystitis, cholelithiasis, cholesterolosis nos, constipation, pain ankle, schizophrenia, bipolar disorder and suprapubic pain. Concomitant products included clonazepam (klonopin), hydrocodone bitartrate;paracetamol (norco), ibuprofen, ibuprofen, lisinopril, magnesium citrate, medroxyprogesterone acetate (depo-provera), ondansetron, oxycodone, paracetamol (tylenol) and sulfamethoxazole;trimethoprim (bactrim ds). On (B)(6) 2005, the patient had essure (ess205) inserted. On (B)(6) 2005, the patient experienced anxiety ("mental anguish") and depression ("depression"), 1 month 16 days after insertion of essure (ess205). On (B)(6) 2005, the patient experienced pelvic pain ("persistent pelvic pain/ pain pelvic"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), urinary tract infection ("uti") and abdominal pain ("pain in abdominal area"). On (B)(6) 2005, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required) and kidney infection ("infections"). On (B)(6) 2013, the patient experienced abortion spontaneous ("miscarriage/ pregnancy (stillbirth or miscarriage)"). On an unknown date, the patient was found to have a pregnancy with contraceptive device ("post-implant pregnancy") and experienced menstrual disorder ("menstrual issues"), fatigue ("fatigue"), bladder disorder ("bladder or urinary problems"), urinary tract disorder ("bladder or urinary problems"), cystitis ("bladder infection "), vaginal infection ("vaginal infection") and vaginal discharge ("vaginal discharge "). The patient was treated with levofloxacin (levaquin), metronidazole benzoate (flagyl) and oxycodone hydrochloride;paracetamol (percocet). Essure (ess205) treatment was not changed. At the time of the report, the pelvic inflammatory disease, pregnancy with contraceptive device, abortion spontaneous, menstrual disorder, kidney infection, vaginal haemorrhage, menorrhagia, anxiety, depression, fatigue, urinary tract infection, abdominal pain, bladder disorder, urinary tract disorder, cystitis, vaginal infection and vaginal discharge outcome was unknown and the pelvic pain had not resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure (ess205) occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abortion spontaneous, anxiety, bladder disorder, cystitis, depression, fatigue, kidney infection, menorrhagia, menstrual disorder, pelvic inflammatory disease, pelvic pain, pregnancy with contraceptive device, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure (ess205). The reporter commented: current weight 150 lbs. Patient receive treatment for pain bladder/urinary problem. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 38.2 kg/sqm. Culture urine - on (B)(6) 2013: results: e. Coli.. Hysterosalpingogram - on (B)(6) 2005: results: total bilateral occlusion. Ultrasound pelvis - on (B)(6) 2005: results: normal. On (B)(6) 2013 x-ray of the left ankle was negative for fracture. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-jun-2020: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ("pid"), pregnancy with contraceptive device ("post-implant pregnancy"), abortion spontaneous ("miscarriage/ pregnancy (stillbirth or miscarriage)") and pelvic pain ("persistent pelvic pain/ pain pelvic") in a 24-year-old female patient who had essure (ess205) (batch no. 12258584) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included unintended pregnancy, multi gravida, parity 4, cholecystectomy and recurrent abortion. Previously administered products included for an unreported indication: penicillin, codeine and tramadol. Past adverse reactions to the above products included hypersensitivity with codeine, penicillin and tramadol. Concurrent conditions included obesity, blood pressure high, abdominal pain, rigors, fever, vomiting, upper respiratory tract congestion, acute bronchitis, nausea, diarrhea, low back pain, dysuria, flank pain, chronic cholecystitis, cholelithiasis, cholesterolosis nos, constipation, pain ankle, schizophrenia, bipolar disorder and suprapubic pain. Concomitant products included clonazepam (klonopin), hydrocodone bitartrate;paracetamol (norco), ibuprofen, ibuprofen, lisinopril, magnesium citrate, medroxyprogesterone acetate (depo-provera), ondansetron, oxycodone, paracetamol (tylenol) and sulfamethoxazole;trimethoprim (bactrim ds). On (B)(6) 2005, the patient had essure (ess205) inserted. On (B)(6) 2005, the patient experienced anxiety ("mental anguish") and depression ("depression"), 1 month 16 days after insertion of essure (ess205). On (B)(6) 2005, the patient experienced pelvic pain (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), urinary tract infection ("uti") and abdominal pain ("pain in abdominal area"). On (B)(6) 2005, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required) and kidney infection ("infections"). On (B)(6) 2013, the patient experienced abortion spontaneous (seriousness criterion medically significant). On an unknown date, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) and experienced menstrual disorder ("menstrual issues") and fatigue ("fatigue"). The patient was treated with levofloxacin (levaquin), metronidazole benzoate (flagyl) and oxycodone hydrochloride;paracetamol (percocet). Essure (ess205) treatment was not changed. At the time of the report, the pelvic inflammatory disease, pregnancy with contraceptive device, abortion spontaneous, menstrual disorder, kidney infection, vaginal haemorrhage, menorrhagia, anxiety, depression, fatigue, urinary tract infection and abdominal pain outcome was unknown and the pelvic pain had not resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure (ess205) occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abortion spontaneous, anxiety, depression, fatigue, kidney infection, menorrhagia, menstrual disorder, pelvic inflammatory disease, pelvic pain, pregnancy with contraceptive device, urinary tract infection and vaginal haemorrhage to be related to essure (ess205). The reporter commented: current weight 150 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 38.2 kg/sqm. Culture urine - on (B)(6) 2013: results: e. Coli.. Hysterosalpingogram - on (B)(6) 2005: results: total bilateral occlusion. Ultrasound pelvis - on (B)(6) 2005: results: normal. On (B)(6) 2013 x-ray of the left ankle was negative for fracture. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical record: pelvic inflammatory disease, kidney infection, miscarriage. Most recent follow-up information incorporated above includes: on 7-feb-2019: pfs received : event " abdominal pain" was added. Concomitant drug and medical history were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ('pid') in a 24-year-old female patient who had essure (ess205) (batch no. 12258584) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included unintended pregnancy, multi gravida, parity 4, cholecystectomy and recurrent abortion. Previously administered products included for an unreported indication: penicillin, codeine and tramadol. Past adverse reactions to the above products included hypersensitivity with codeine, penicillin and tramadol. Concurrent conditions included obesity, blood pressure high, abdominal pain, rigors, fever, vomiting, upper respiratory tract congestion, acute bronchitis, nausea, diarrhea, low back pain, dysuria, flank pain, chronic cholecystitis, cholelithiasis, cholesterolosis nos, constipation, pain ankle, schizophrenia, bipolar disorder and suprapubic pain. Concomitant products included clonazepam (klonopin), hydrocodone bitartrate; paracetamol (norco), ibuprofen, ibuprofen, lisinopril, magnesium citrate, medroxyprogesterone acetate (depo-provera), ondansetron, oxycodone, paracetamol (tylenol) and sulfamethoxazole;trimethoprim (bactrim ds). On (B)(6) 2005, the patient had essure (ess205) inserted. On (B)(6) 2005, the patient experienced anxiety ("mental anguish") and depression ("depression"), 1 month 16 days after insertion of essure (ess205). On (B)(6) 2005, the patient experienced pelvic pain ("persistent pelvic pain/ pain pelvic"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), urinary tract infection ("uti") and abdominal pain ("pain in abdominal area"). On (B)(6) 2005, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required) and kidney infection ("infections"). On (B)(6) 2013, the patient experienced abortion spontaneous ("miscarriage/ pregnancy (stillbirth or miscarriage)"). On an unknown date, the patient was found to have a pregnancy with contraceptive device ("post-implant pregnancy") and experienced menstrual disorder ("menstrual issues"), fatigue ("fatigue"), bladder disorder ("bladder or urinary problems"), urinary tract disorder ("bladder or urinary problems"), cystitis ("bladder infection "), vaginal infection ("vaginal infection") and vaginal discharge ("vaginal discharge "). The patient was treated with levofloxacin (levaquin), metronidazole benzoate (flagyl) and oxycodone hydrochloride; paracetamol (percocet). Essure (ess205) treatment was not changed. At the time of the report, the pelvic inflammatory disease, pregnancy with contraceptive device, abortion spontaneous, menstrual disorder, kidney infection, vaginal haemorrhage, menorrhagia, anxiety, depression, fatigue, urinary tract infection, abdominal pain, bladder disorder, urinary tract disorder, cystitis, vaginal infection and vaginal discharge outcome was unknown and the pelvic pain had not resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure (ess205) occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abortion spontaneous, anxiety, bladder disorder, cystitis, depression, fatigue, kidney infection, menorrhagia, menstrual disorder, pelvic inflammatory disease, pelvic pain, pregnancy with contraceptive device, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure (ess205). The reporter commented: current weight 150 lbs. Patient receive treatment for pain bladder/urinary problem. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 38.2 kg/sqm. Culture urine - on (B)(6) 2013: results: e. Coli.. Hysterosalpingogram - on (B)(6) 2005: results: total bilateral occlusion. Ultrasound pelvis - on (B)(6) 2005: results: normal. On (B)(6) 2013 x-ray of the left ankle was negative for fracture. Most recent follow-up information incorporated above includes: on 9-jan-2020: plaintiff fact sheet revived, event bladder or urinary problems, bladder infection, vaginal infection, vaginal discharge , rcc added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.